Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 lvas (left ventricular assist system), serial number (B)(6), and the reported event cannot be conclusively determined through this evaluation. The controller event log file contained events spanning from 10mar2024 to 13mar2024. No notable alarms or unusual events were recorded, and the pump appeared to have been operating as intended at the set speed. The patient was discharged in stable condition and remains ongoing on heartmate 3 lvas, serial number (B)(6). No further events have been reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviation from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system instructions for use, rev. C, contains the following information: section 1 lists other neurological event (not stroke-related) as an adverse event that may be associated with the use of the heartmate 3 left ventricular assist system. Section 6 lists neurological dysfunction as a potential late post-implant complication that may be associated with the use of the heartmate 3 left ventricular assist system. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient started having dizziness and weakness in (B)(6) 2024 and had been having issues with migraines with aura for a couple of years. They also experienced double vision. The patient was admitted on (B)(6) 2023 for a paresthesia episode of their left arm, a severe headache, and some numbness to the right side of their tongue. They reported two previous episodes of word finding difficulties. During admission they also mentioned having episodes of hearing loss. They would not hear left ventricular assist device (lvad) self-test alarm when the nursing staff could. This was not consistent. The patient was referred to an ent for an assessment. Their symptoms were suspicious for a possible transient ischemic attack (tia). A computed tomography (CT) scan of the head was performed that was unremarkable. A chest x-ray, echocardiogram (echo), routine blood work, and urinalysis were also performed. They were negative. Log files did not contain any unusual events. The patient was reviewed by the geriatric team who thought their neurological symptoms were in keeping with orthostatic hypotension in keeping with the patient's diabetic neuropathy. They thought the patient's headaches were in keeping with migraine with aura. The patient was commenced on midodrine in context of their orthostatic hypotension. The patient was referred to neurology for ongoing follow-up. The patient was stable from the cardiac/lvad perspective.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.